Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-04830. It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the left main coronary artery (lmca). The unknown size promus element stent was deployed in the lmca. Following deployment it was noted that the proximal end of the stent had shortened. A second promus element stent of an unknown size was advanced with the intent of covering the ostium of the lmca and the damaged proximal end of the previously deployed promus element stent. The second promus element stent was deployed however it "missed the ostium." A third promus element stent of an unknown size was then advanced and deployed covering the ostium of the lmca and the proximal ends of the previous 2 promus element stents. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.